Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arcr surgery, it was noticed that the inserter of a healicoil knotless anchor broke after turning the deployment knob and the shaft was removed. The broken shaft was implanted within the anchor and could not be removed from the patient's body. It was left secured in the patient. The procedure was resumed, without any delay, using the same device. No further complications were reported.

Manufacturer narrative:
H11: h2: additional information in h6: health effect - clinical code and impact code. H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor, distal plug, and proximal anchor were not returned. The tip of insertion device is rounded and smooth instead of hexed corners with edges. It doesn't have any raw metal as if from a fracture of the metal. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the information provided the clinical root cause of the reported breakage could not be determined. An user vs procedural variance as a contributing factor cannot be ruled out. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended excessive force applied to the insertion device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H2: corrected information in h6 (component code & type of investigation). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The distal anchor, distal plug, and proximal anchor were not returned. The tip of insertion device is rounded and smooth instead of hexed corners with edges as per drawing 90509833 rev c. It doesn't have any raw metal as if from a fracture of the metal. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that photos of the device were provided for review, however; they do indicate a clinical root cause for the reported event. Based on the information provided the clinical root cause of the reported breakage could not be determined. We are currently unable to rule out a user vs procedural variance as a contributing factor to the reported event. Migration is unlikely as it was noted that the fragment was left secured in the patient. The patient impact is determined to be the retained non implantable fragment. Local irritation/discomfort should not be ruled out. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated